Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy pad. The root cause of the gel leak is unable to be positively identified. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front thearpy electrode after some defibrillation gel had leaked. The patient's physician prescribed a powder and a cream. Follow up indicated that the irritation improved.